Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer questioned thyroid results for 1 patient sample. The patient's thyroid results were normal or undetectable on the cobas e 801 module. The same aliquot was run on an elecsys e170 modular analytics immunoassay analyzer and the results were the same. When the sample was tested by the advia centaur siemens method the results were discrepant for elecsys ft4 ii (ft4 ii), elecsys tsh (tsh) and elecsys ft3 iii (ft3 iii). The initial results from the e801 module were reported outside of the laboratory. The patient had no signs or symptoms that suggested central or peripheral thyroid disease. This medwatch will cover tsh. Refer to medwatch with (B)(6) for information on the ft4 ii erroneous results and medwatch with (B)(6) for information on the ft3 iii erroneous results. There was no allegation that an adverse event occurred. The e801 module serial number was (B)(4). The e170 analyzer serial number was not provided. The customer thinks there is some interference in the sample affecting the results.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.